Event description:
It was reported that before the pocket was closed during the patient's implant procedure, a final impedance test showed that electrode #15 had a high impedance value, greater than 10,000 ohms. It was believed that this occurred because after extension tail insertion, it was pulled back out and electrode 15 was "missing". The electrode was believed to have retained itself in the channel of the patient's implantable neurostimulator (ins) and got hung up when the lead was pulled out. It was planned that the tail would be reinserted into the device to verify if the setscrew could still be tightened on the #8 contact. Additional information received reported that the implant procedure proceeded and the impedance remained the same with good post-operative therapeutic stimulation.

Manufacturer narrative:
Product ID: neu_unknown_ext, serial#: unknown, product type: extension. Product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial#: (B)(4), product type: programmer, patient. (B)(4).